Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not annunciate audible tones for alerts and alarms. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.